Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 30 mg/dl at the time of the call. The customer stated they had issues with the sensor communicating with their transmitter. The customer tired treating the low blood glucose with juice. The customer was not hospitalized. The customer mentioned that they fell and cut their lip open due to the low blood glucose. The customer was assisted with trouble shooting and was informed that the alarm may be caused by orientation. The customer was advised to keep cellular phones away from the transmitter to avoid lost sensor alerts. The customer did not return the product back for analysis.